Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. Customer experienced vomiting, stomach ache, and headache. The blood glucose reading at the time of the event was 400 mg/dl. It was also reported that the customer had conjunctivitis, which the hospital believes may have caused his diabetes ketoacidosis. The current blood glucose reading is 222 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.